Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating the right ventricular (rv) lead integrity alert (lia), and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lia warning occurred for increased sic and 2 or more high rate non-sustained episodes <(><<)>220 milliseconds on (B)(6) 2015. Sics went up to 68 (within 8 hours) along with non-sustained ventricular tachycardia and high rate non-sustained episodes and evidence of oversensing (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced cardiac arrest, and the lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited short v-v counts, resulting in no pacing support. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
The lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.